Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenal bulb during an upper endoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but was extremely difficult to deploy off the catheter. The device was re-opened and re-closed, and the scope was adjusted in a torque position. Eventually, the clip was released off the catheter and deployed onto tissue. The procedure was completed at this time. There were no patient complications have been reported due to this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.